Event description:
Consumer alleges that the back of the heating pad controller developed a brown mark due to overheating. There was not a report of personal injury or property damage with this incident,